Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: a review of the black box showed evidence of one call service (B)(4) alarm on (B)(6) 2015. An ezprime and 24 hour duration test were successfully completed with no call service alarms being duplicated. There was no evidence of internal moisture observed. No damage to the printed circuit board was found. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the initial issue, the battery compartment was cracked below the bumper pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple call service (B)(4) alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.